Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased architect total psa (prostate specific antigen) result for a patient while using the architect i2000sr analyzer. On (B)(6) 2022, a psa sample (sid (B)(6)) result was > 100 ng/ml. The sample was then automatically diluted by the instrument and value generated to be < 0.08 ng/ml. Since the customer uses auto-validations of results, the < 0.08 ng/ml was released to the patient. Patient/clinician questioned the decreased result as it did not correlate with the patient¿s clinical picture. A fresh sample was collected from the patient and run directly with dilution protocol where the result generated a value of 540.665 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total psa, 07k70-35, abbott ireland - sligo to architect i2000sr, 03m74-02, abbott laboratories - irving, texas. MDR number 3016438761-2022-00515-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect total psa, 07k70-35, abbott ireland - sligo to architect i2000sr, 03m74-02, abbott laboratories - irving, texas. MDR number 3016438761-2022-00515-00 has been submitted and all further information will be documented under that MDR number.